Event description:
Health professional reported ¿pain in the breast, redness¿ and rupture. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.